Event description:
It was reported that, "the pt was hearing squeaking, clicking and was having discomfort, so the surgeon revised. She has been contacted by a legal firm in ny to have her check with stryker as to whether or not her implants have been recalled. The pt was reluctant to reveal any further info in case it is turned over to legal counsel."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.